Event description:
In 8/2002, the hosp reported that an olympus bronchoscope, bf-20d, cultured positive for pseudomonas aeruginosa and enterobacter cloaca. They reported that the same combination of bacteria with similar antibiotic susceptibility profiles were found in bronchial lavage samples in 5/2002. Info about the pt's health was not provided.